Manufacturer narrative:
A2: age at time of event: 18 years or older.

Event description:
It was reported that the stent moved on balloon and was difficult to position, requiring additional procedure for removal. The stenosed target lesion was located in the mildly tortuous and moderately calcified subclavian artery. A 10.0x30x135 cm express ld vascular stent was selected for implantation. During the procedure, the stent was implanted into the patient's body and reached the lesion site. However, after withdrawing from the sheath, it was found that the stent was not secured on the balloon, and the stent and the balloon was not tightly attached to each other. As a result, the stent could not be adjusted properly, and the lesion could not be fully covered. Consequently, the procedure was not completed due to this event, and the stent was removed through a vascularization procedure.